Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. Crf reports demonstrated: that patient had a slip and fall injury that resulted in a patellar fracture. The hardware was still well positioned and intact. The fracture was fixed with wires and pins. X-ray review confirmed left total knee arthroplasty with patellar fixation. No hardware failure or loosening. The patient experienced moderate difficulty walking down a flight of stairs, kneeling down, and standing up after a meal and limps all the time. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00541201601 ¿ femoral component ¿ unknown; 621200230 ¿ tibial tray ¿ unknown; 00542000802 ¿ patella ¿ unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01470.

Event description:
It was reported that the patient underwent an orif due to a patellar fracture approximately 6 years post implantation. Subsequently, the patient began experiencing a difficult time walking and walks with a limp. It was noted that the patient experiences pain after kneeling down and standing up after sitting.